Event description:
It was reported refill difficulties occurred in 2011 and 2012 because the healthcare provider (hcp) ¿could hardly find the site.¿ it was also stated that the patient had a bad reaction and passed out. The patient could not recall any further details of the bad reaction. The system was subsequently removed because the issue got to be ¿too much.¿ the pump was thought to have contained morphine (unknown) at the time of the event, but the reporter was unsure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8711, lot# j11492r38, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. Product ID: neu_refillneedle, product type: accessory.(B)(4).